Event description:
It was reported that following the implantation of a perigee, the patient experience mesh that eroded into the vagina. The eroded mesh required removal of the exposed mesh. Additional information was requested, if received, a follow up report will be filed.